Manufacturer narrative:
Upon analysis, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual inspection of the lead did not find any anomalies. X-ray examination revealed the inner coil to be over-torqued at the connector region which is consistent with that occurring at the time of reposition/explant. After cleaning the lead and helix, torque was applied to the connector pin and the helix was able to extend and retract. The full helix extension length measured within product specification. Electrical testing revealed no indication of conductor fractures or internal shorts.

Event description:
During follow-up, dislodgement was observed on the right ventricular (rv) lead. During the repositioning procedure, the lead was repositioned, however, the helix would not extend. The rv lead was explanted and replaced and the patient was stable.